Event description:
The facility reported an infusion pump with a failure code 403. It was not specified if this failure occured while infusing on a patient. However, the facility representative stated that there was no patient injury associated with this report and no incident reports have been filed since the last baxter service event.

Manufacturer narrative:
This device will not be returned for evaluation. The device was repaired at the customer's facility.